Event description:
Vent was on ac power and vent shut down on patient with no harm to the patient and the vent did alarm. Nurse witnessed vent shutdown - no screen message - only audible alarm. Unit was restarted by mother and nurse and shut down again immediately.